Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h6. Visual evaluation of pictures provided showed an explanted patellar implant with foreign material on it. No fracture surface was identified from the image. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown zimmer femoral component catalog #: ni lot #: ni, unknown zimmer tibial component catalog #: ni lot #: ni, unknown zimmer articular surface catalog #: ni lot #: ni. G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address patellar implant fracture and a quadriceps tendon tear after a fall approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.